Event description:
Customer's father reported hospitalization due to low blood glucose. Customer passed out while driving his car. Customer went into coma. The blood glucose reading at the time of the event was below 50 mg/dl. Customer hospitalized with severe injuries. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information is being provided after receiving a legal notice from an attorney representing the family of the customer.

Event description:
Information from an attorney representing the family regarding the customer's hospitalization, received on 11/13/2015, stated the following allegations: "on or about (B)(6) 2013, the customer suffered complications related to hypoglycemia while operating a motor vehicle. Due to low blood glucose caused by under delivery of insulin from the insulin pump, the customer was unable to maintain control of his truck. His truck went off the road, rolled, and ejected the customer from the cab. The customer has suffered injuries from this accident, including a fractured spine and brain damage, that will require lifelong medical care and treatment. The customer's injuries were the result of his extreme low blood glucose, which were cause by over delivery of insulin from the medtronic minimed paradigm insulin pump that the customer was using at that time."